Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on four patient samples. Of those four, one sample had erroneous na, k and cl results reported outside of the laboratory and three samples had erroneous na results reported outside of the laboratory. All results are in mmol/l and are in the following format: initial/ repeat. Patient 1 na: 124/ 141 patient 2: na: 124/ 137, k: 3.7/ 4.2, cl: 93/ 103 patient 3: na: 128/ 138 patient 4: na: 126/ 137 the samples were repeated on another modcore analyzer. The customer deemed the repeat results to be the correct results and corrected reports were issued. Information regarding adverse events was requested, but not provided by the customer. After the erroneous results were generated, the customer tightened the screws on the syringes and replaced all of the ise cartridges. The lot numbers and expiration dates of the na, k and cl electrodes in use were requested, but were not provided by the customer. The field service representative found debris in the dilution cup. He cleaned the dilution cup and verified the ise system integrity. He performed calibration and qc along with a precision check; which was within specification. The customer has had no further issues with the ise unit of the modcore.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly- dilution cup.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer centrifugation time is too short, and that the actions of the field service representative were of a preventative maintenance nature.